Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary all drawers were not detected on the bus. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all drawers were not detected on the bus. A field service engineer reseated the connections, checked the voltage, tested in hardware test application, and checked all cubies as well. The device was then tested by the customer and confirmed no further issues with the drawer. The system functioned as intended after the field service engineer repaired the device.